Event description:
Hyperglycemia. Case description: a diabetes nurse specialist reported that a pt's blood glucose level was 600 mg/dl and the pistion rod reset mechansim on pt's novopen 1.5 would not turn. In a subsequent conversation with the nurse on 8/23/2000, she said that she initially spoke to the nurse on 8/18/2000 when she visited pt in the hosp. The pt was using novolin 70/30 penfill insulin along with a novopen 1.5 insulin delivery device. Pt's home blood glucose meter was not working. Pt went to the physician's office on 8/17/2000 because pt was not feeling well. Pt's blood glucose level was tested with the office meter and was greater than 500 mg/dl. The physician then sent pt directly to the emergency room (on 8/17/2000). Pt's blood glucose level, which was collected from a venous puncture, was 619 mg/dl. The nurse did not know what specific medical interventions were done in the emergency room, however, she knew that pt received fluids intravenously. The pt was admitted to the hosp with a diagnosis of "junctional arrythmia and hypotension". The nurse also said that the pt had sepsis but she did not know the source of pt's infection. Pt's blood glucose levels were stabilized. The pt told her that pt's novopen 1.5 did not seem to be working recently and pt showed her the device with an empty cartridge of insulin intact. She began to manipulate the device and discarded the insulin cartridge in question. The nurse could not retract the pistion rod and the reset mechanism would not turn. In a subsequent conversation with the pt's grandaughter on 8/24/2000, she said pt lives alone and administers own insulin injections. She is not sure whether pt was having difficulty with the products in question or if pt had merely forgotten to take insulin. No info of final outcome or date of discharge from hosp.